Event description:
It was reported by service report that the right side rail was stuck in the intermediate position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent timing link.